Event description:
The customer reported the systems' aluminum filtration was insufficient. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Add'l filtration was installed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.